Manufacturer narrative:
(B)(4) per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, loss of capture during deployment caused the valve to be deployed in a too-ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
During a transfemoral tavr procedure within a calcified homograph, the valve was deployed significantly ventricular. There was no aortic insufficiency noted. A decision was made to deploy a second valve to securely anchor the first valve. The second valve was deployed 1 cell higher. As reported, the valve landed 20:80 aortic/ventricular. The second valve was deployed 50:50 across the annulus. The second valve was deployed via transaortic approach due to fear of pushing the valve with the delivery system. The transaortic approach provided the ability to centrally position the valve for deployment. Per report, there was poor visualization. The native annulus measured 22mm by tee. There was mild native valve/leaflet calcification, and moderate aortic root calcification. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. Ventilation was held during valve deployment; however there was loss of pacing capture during valve deployment.